Event description:
During a tcar procedure, a dissection in cca was noted during intervention wire insertion. It was reported that the 0.014" intervention wire was the wire that caused the dissection and was treated using a 9x30 enroute stent. The patient is doing well.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
During a tcar procedure, a dissection in cca was noted during intervention wire insertion. It was reported that the 0.014" intervention wire was the wire that caused the dissection and was treated using a 9x30 enroute stent. The patient is doing well.